Event description:
It was reported that the device's display assembly needs replacement. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter's phone #: (B)(6).